Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) where it was visually inspected and pressure tested for leak. Results: visual inspection of the returned device revealed a crack along the one the swivel wye ports. The pressure test result was outside specification. Conclusion: we are unable to determine what may have caused the damage to the swivel. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the y-piece of an rt266 infant dual heated evaqua2 breathing circuit was damaged prior to patient use.